Manufacturer narrative:
(B)(4).

Event description:
Procedure: sils cholecystectomy. Sils hook was inserted through the sils port. During procedure, the surgeon found the duodenum got burned. The tip of the sils hook did not touch the duodenum, and the surgeon suspected electric leak from the shaft occurred. The burned part was sutured laparoscopically, and the procedure was completed. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.